Event description:
The patient had a non q-wave myocardial infarction after the procedure.

Manufacturer narrative:
This patient presented to the cardiac catheterization unit with unstable angina and 1-vessel disease was found. Pre-procedure medications included aspirin and clopidogrel. Intro-procedure medications included aspirin, clopidogrel and reopro. Pre-procedure ck, troponin and ck-mb cardiac enzymes were within normal limits. Pci was performed on a 95% de novo lesion in the proximal left anterior descending artery (lad) of 30mm in length in a 2.8mm vessel diameter at a bifurcation and moderately tortuous. The (b2) eccentric lesion had a smooth contour, angulated between 45-90 degrees, moderately calcified and with thrombus present. The lesion was pre-dilated with a 2.5x20mm balloon at 8 atmospheres (atm) before a 2.75x33mm cypher select plus stent was deployed at 16 atm by t-stenting technique. Post-dilation was conducted with a 3.0x8mm balloon at 16atm. Intra-vascular ultrasound (ivus) was not done. Residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) iii flow was recorded pre and post-procedure. Thrombus aspiration was not done. Pci was performed next on a 75% de novo lesion in the 1st diagonal of 10mm in length in a 2.4mm vessel diameter at a bifurcation and moderately tortuous. The (b2) eccentric lesion was ostial, had a smooth contour, angulation between 45-90 degrees, little to no calcification and thrombus absent. The lesion was pre-dilated with 2.0x15mm balloon at 10atm before a 2.25x13mm cypher select plus stent was deployed at 15atm with satisfactory results via t-stenting technique. Post-dilation was not conducted. Residual diameter stenosis measured 15%. Ivus was not done. Timi iii flows were recorded pre and post-procedure. Post-procedure medications included permanent aspirin, clopidogrel for 12 months, statins and ace inhibitors. Post-procedure ck and ck-mb were within normal limits but troponin was 2 times above upper normal limits. This was classified as a non q-wave myocardial infarction (mi) that was target vessel related but the exact location was undetermined. The patient was asymptomatic and no treatment was provided. The patient had an unscheduled visit due to atypical chest pain, not angina but his cardiologist scheduled an angiogram, which revealed, "the stents were ok." At the 1-month follow-up with the patient, the patient reported being asymptomatic. All medications remained the same. Please note that this product is not distributed in the united states. However, it is similar to the us distributed device. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two products associated with this patient that were reported under the following manufacturing number 9616099-2007-01177.